Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of teh initial report. On 5/8/97, the following info was rpt'd to datascope: the iab was inserted into the pt on 3/1/97. On 3/26/97 after iabp for 27 days, the iab was not augmenting well and the "high pressure" alarm sounded from the pump. The balloon volume was reduced and put on 1:3. Small blood specks were noted in the tubing and the iab was removed. The contact stated that the pt received a heart transplant on 3/20/97. Also, the pt went on to expire, but the death was not balloon related. Event complications: unk - rpt'd 4/497; none - rpt'd 5/8/97. Pt current status: expired - rpt'd 5/8/97.